Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record revealed no complaint related anomalies.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient presented with basilar impression was being operated on t9 to l3, t12 was reportedly skipped. During the operation, the surgeon attached the uss-ii polyaxial 3d-head to the therapeutic area using the uss-ii polyax position pliers in the inserted direction of the screw top. At that time, the parts outside of the screw head dropped to the bottom of the screw with lock and the mobility was decreased. It was reported that the soft tissue or bone may have crept into the interspace of the screw head and locked.

Manufacturer narrative:
(B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. We have sent the uss-ii polyaxial head for investigation to the responsible product manager; here the feedback: the surgeon claims that the 3d-head was not mobile after click on. Based on the description of the surgeon it can be assumed that the pedicle screws have been inserted too far down. Clearance between 3d-head and bone was too small to provide mobility. If so, the surgeon would have forgotten to ream. Please see enclosed paper sheets from surgical technique. (B)(4). Manufacturing and inspection records indicated no problems with the lot in question. The implant was manufactured according to the specifications.